Event description:
On 2016-04-13, information was received from a physician, via a company representative, regarding a patient who was receiving dilaudid (concentration, dose, and dates of therapy were unknown) via an implantable pump. Indications for use included non-malignant pain and failed back syndrome. Concomitant medications and patient history were unable to be obtained. On an unspecified date, the patient's pump experienced a motor stall; it was unknown what factors may have led to or contributed to the issue. No patient symptoms were reported. On an unspecified date, the patient was seen in the clinic; it was reported that any troubleshooting would have been done by them. Interventions taken to resolve the issue were reported to have included discontinuation of the personal therapy manager (ptm). On (B)(6) 2016, the pump was explanted and replaced with another company product. As of (B)(6) 2016, the issue was resolved and the patient's status was reported as "alive - no injury."

Manufacturer narrative:
Analysis of the pump identified a stall due to shaft-bearing and corrosion and/or wear and/or lubrication of the gear train. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient first started to experience the motor stall on (B)(6) 2016. The pump was interrogated and an attempt was made to restart it. The cause of the motor stall had not been determined. It was stated that the patient had experienced withdrawal related to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.